Manufacturer narrative:
(B)(4). Investigation result a visual examination of the returned complaint device revealed that the balloon was detached from the catheter. No other issues noted on the device. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a colon dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was noted to have a leak. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon was detached from the catheter; therefore, this is now an MDR reportable event.